Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that cardiosave intra-aortic balloon pump (iabp) showed autofill error whenever the device is turned on and operated with a catheter. The catheter is unable to fill due to a small leak and device is not operating. There is no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e4. The failure analysis and testing dept. Received part number 0202-00-0140 with a reported unit failure of an autofill error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The getinge field service engineer (fse) that discovered the issue, traced back to a leaky safety disk. The problem was solved by replacing the safety disk. The cardiosave passed all tests and the functional check.

Event description:
N/a